Manufacturer narrative:
Patient sex not available from the site. Patient weight not available from the site. A medtronic representative went to the site to test the equipment. It was reported that rad and gain calibrations were performed on the imaging system to resolve the reported issue. It was noted by the representative that the site did not perform monthly calibrations on the imaging system prior to the procedure. The representative reported that the imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while in spinal fusion, a ring artifact was observed in a 3d image acquisition performed on the imaging system. It was reported that the site elected to continue with the procedure. It was reported by a medtronic representative that more artifacts appeared as more image acquisitions were performed. Prior to the procedure, an artifact was observed at the l2 vertebrae. At the post operative image acquisition, all 3 levels in the procedure had artifacts. There was no patient present when this issue was identified.